Event description:
The customer reported that the system would not product x-rays on an intermittent basis. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was evaluated and replaced. The footswitch was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.